Event description:
It was reported that using a femoral artery access approach during a procedure of the left superficial femoral artery (sfa) the absolute pro self expanding stent system (sess) was advanced but met resistance tracking over the 0.035 amplatz guide wire and using force there was a 'pop' heard likely in the handle. The device was not deployed. During withdrawal resistance over the guide wire was also noted; outside the anatomy it was noted that the very distal tip shows a little bit of the stent. A second absolute pro sess was used in the procedure without reported issue and a good patient outcome. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the resistance with the guide wire and premature deployment was confirmed. Based on a visual and functional inspection, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.